Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was protruded. Customer's blood glucose was 340 mg/dl. Customer was advised that the possible cause of alarm could be that during seating, the force sensor did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had loose/protruded drive support disk, minor scratched display window and cracked battery tube threads. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. No scrolling numbers display anomaly noted. No blank display noted. No moisture damage on electronics and motor noted.